Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 448 mg/dl. The customer stated their blood glucose was elevated after changing their infusion set. The customer did not have any symptoms of high blood glucose. Customer has treated their blood glucose with 12.5 units of insulin and water. Troubleshooting found the customer's drive support cap appeared to be normal. The customer stated they would perform a complete set change and monitor their blood glucose. No additional information provided.